Event description:
During a right breast reduction, the surgeon found a piece of cotton in the surgical site that he determined was from the lap sponge.

Manufacturer narrative:
During a right breast reduction, the surgeon found a small piece of cotton in the surgical site. He determined it to be lint from the lap sponge. The surgeon irrigated the site and no further intervention was indicated. The facility reported that no injury resulted. The sample was not returned for eval. A photo was sent depicting a bloody lap sponge with a single loose thread hanging. A root cause could not be determined from the photo.